Manufacturer narrative:
During routine eight-month angiographic follow-up, it was discovered that all three of the cypher select stents placed in the pda/lv branch were 100% restenosed. No treatment was performed. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. This is one of three reports submitted for this event. Please reference MFR. Report #s 9616099-2007-02580, -02586, and -02587. Additional information will be submitted within 30 days of receipt.

Event description:
This male patient with a history of hypertension, diabetes (controlled with oral medications), and a family history of cad, was admitted for unstable angina (iib). Angiography revealed a critical lesion in the bifurcation of the right posterior descending artery (pda) and the inferior left ventricular branch (lv). The lesion in the pda was described as a 78%, eccentric stenosis. The vessel was 2.15mm in diameter. There was no thrombus present and the flow through the vessel was timi ii. The lesion in the lv branch was described as a 55.16% eccentric, ostial stenosis. The vessel was 2.16mm in diameter and was moderately angulated (45-90 degrees). There was no thrombus present and flow through the vessel was timi iii. An unknown guidewire was advanced across the lesion and into the lv branch. A vessel perforation occurred. A 2.5 x 15mm balloon was inflated in the lv for a prolonged time to resolve the perforation. A 2.25 x 18mm cypher select stent was positioned to cover the area and was deployed to 16 atms. Upon review it was noted that the stent had actually been inflated in a false lumen of the vessel created by the perforation. Consequently, the vessel became acutely and totally occluded. Thrombus was suspected. This was treated with aspiration thrombectomy. Flow was increased to timi I. The pda was then predilated with a 2.5 x 15mm balloon inflated to 10 atms. A 2.5 x 23mm cypher select stent was deployed to 14 atms via the crush technique. An additional 2.25 x 18mm cypher select was deployed to 12 atms in the rpda, distal to the first. The final result in the pda was timi ii. The lv branch remained persistently occluded. An additional lesion was treated in the rca; the details for this procedure are not provided. The patient was discharged from the cath lab. The patient was ruled in for an intra-procedural mi due to the vessel perforation, stent deployment in the false lumen, and the resulting acute, persistent occlusion of the lv branch.